Event description:
It was reported that the sponge was out of the cap on the minicap. Patient not involved. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 4 of 6.

Manufacturer narrative:
(B)(4). An evaluation could not be conducted as it was found, upon follow-up with the reporter, that the sample was discarded. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents was conducted for lot number se13kb5 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.